Event description:
A malfunction alarm with code 12 was reported, but no notable events occurred prior to the issue. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Technical support provided pump reset information and assisted the customer in resetting the pump, preventing the malfunction code from recurring. The customer was advised to continue using the pump and to contact support if the issue reappears, which they acknowledged and understood.